Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient has a depuy cement less total hip on their left side. The patient fell and sustained a periprosthetic femur fracture. The femoral stem was also fractured from this event. The surgeon elected to remove the femoral stem and exchange it with a mid-modular revision femoral component. He also elected to exchange the acetabular polyethylene liner to increase the head construct size & gain the advantage of a new liner.

Manufacturer narrative:
Additional narrative:(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.